Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date and device manufacture date are currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection was found wear use in the entire device. It could be detected the upper jaw is loose, the pin jaw to shaft is out of place. Via functionality, the functional test cannot be performed, the auto capture jaw is loose, the jaw doesn¿t close as normally due to the pin guide out of place. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause for the condition of the device could be related to heavily use and procedural variables, such handling of the device or product interaction during procedure. Since this is a reusable device; this condition has possibly occurred after using it for many procedures. However, it cannot be conclusively affirmed. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in australia that during a shoulder repair procedure on (B)(6) 2022, it was observed that the jaws on the expressew iii autocapture + suture passer device were not closed properly when loading the retention plate. According to the report, the mechanism that moves the jaw was protruding out the bottom of the instrument. During in-house engineering evaluation, it was determined that the upper jaw was loose, pin jaw to shaft was out of place, auto capture jaw was loose and the jaw did not close as normally due to the pin being guide out of place. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.